Event description:
Customer reported that a 65 year old male patient underwent a triple valve procedure, mitral & aortic valve replacement with tricuspid annuloplasty. The operation went smoothly. However, a few minutes into the rewarming period, the perfusionist noted a change in the arterial blood color. Gas flow was increased & an arterial blood gas was taken. The device was then replaced. The pt was weaned from bypass, but later expired. No device is to be returned for evaluation.